Event description:
Beckman coulter manufacturing reports, during a final inspection of the access 2 immunoassay system, the linear bushing on the pipettor gantry, that runs on the stabilizer bar, did not conform to specifications. The supplier of the bushings has confirmed the bushings had the incorrect shape and dimensions and were shipped to beckman coulter on (B)(4) 2013. The incorrect bushings were used to assemble the access 2 immunoassay instruments as well as kits to service the platform. Both types of bushings in question, standard (correct) and self-aligning (incorrect) have the same dimensions and tolerances except for the outer diameter (od). The od on the standard bushing is 0.624 inch to 0.625 inch. The od on the self-aligning bushing is 0.6225 inch to 0.6235 inch. If using the self-aligning bushing instead of the standard bushing, there would be an additional 0.0015 inch clearance (play) in between the bushing and the carriage housing if the carriage was designed to engage the center of the bushing. On some carriages the engagement between the housing and the bushing is near the end of the bushing, which does not have tolerances in either the bushing or housing, but nominally adds approximately 0.015 inch extra clearance when using the self-aligning bushings. The incorrect outer diameter on the bushing causes an increase in clearance in some locations. Patient samples were not involved at the time of this instrument testing. There was no patient impact associated with this event. There have been no field complaints reported to date. At this time, beckman coulter has escalated the issue for further investigation.